Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that an attempt was made to perform registration on a demo head scan and model. Three failed attempts. Software was uninstalled and the system was rebooted. Upon rebooting the software was installed and the system was rebooted again. And the application was launched. Demo head and scan and model was successfully registered on first attempt. The system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported that surgeon was trying to register but only half of the points were showing up and only in one area. Surgeon attempted moving the emitter without resolution. An alternate navigation system was used to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no known impact to patient.

Manufacturer narrative:
Additional information: patient demographics provided. If information is provided in the future, a supplemental report will be issued.